Event description:
Reportedly, the surgeon removed a port on the right side and replaced it with a ussc port on the left which malfunctioned, it was removed and finding showed that their was a split on the tubing connected to the port. Another port was inserted with no injury to the pt.